Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the ok button was intermittently unresponsive and required multiple presses to elicit a response. The reporter stated that the ok button was indented. The reporter stated that the keypad symbols were worn and the keypad was thin. The patient reportedly wore the pump around the waist and cleans the pump with a damp cloth. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Follow-up #1 04/23/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad button symbols were found to be worn off but there was no visible damage to the keypad. The ok and contrast keypad buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts.